Manufacturer narrative:
The service rep replaced the battery charger pcb along with the battery pack.

Event description:
The customer reported the 9800 system boots up with a precharge error failure. No patient injury was reported.